Event description:
It was reported that following a successful pta/ atherectomy treatment procedure involving the iliac artery, patient complications occurred. The procedure was a pta of a greater than 90% stenosed, severely calcified lesion of 7 mm diameter in the iliac artery. The lesion was predilated with a 6x2 ultrathin diamond at 10 atm/ 1min. The cutting balloon was inflated x2, with the maximum inflation pressure at 10 atm /30 second. When the physician was removing the 2cm peripheral cutting balloon through a 7fr pinnacle sheath, the sheath separated inside the body causing bleeding in the groin. The physician did notice resistance upon withdrawal of the cutting balloon. It was the physician's opinion that the cutting balloon cut the sheath in half during removal. The sheath was totally removed, and an immediate follow up CT confirmed the bleed was isolated to the puncture site where the sheath had been, which was resolved with pressure. Patient status following the procedure was stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The shopfloor paperwork was reviewed with no related issues found.